Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using an xi system, an operating room (or) staff member indicated that the universal surgical manipulator (usm) arms locked up. She was unable to provide additional details. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found errors related to the proximal set up joint (suj) on armnet 1. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the outer proximal set up joint (psuj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and found error 32097 was confirmed, coupled with errors 40084 indicating that the acu board reported multiple communication errors. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred and the unit functioned as expected. Tested the proximal on a patient fixture test platform (pftp) where it passed all relevant testing. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).